Event description:
It is reported that the device was implanted in 2008, and was revised in 2008, due to the plate being fractured.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation also, x-rays were not provided. Patient height and weight is unknown. Patient is of large build with a medium activity level. Based on the provided information, the cause of the fracture can be determined with certainty. Evaluation: results - no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.